Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2022-00692. During an atrial fibrillation procedure, there was a display issue with the catheters that resulted in delay of the procedure. After the patches were attached and the catheter was inserted into the patient, the navigation of the catheter was incorrectly displayed. The catheter was re-connected, the tactisys, respiratory corrections, and validation were completed in ensite, all devices were power cycled, and the catheter was exchanged with no resolution. The system was replaced with non-abbott carto and the procedure was completed with no adverse consequences to the patient. The alleged issue is with the two catheters used during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue could not be conclusively determined.